Event description:
The patient reported that they wanted to restart stimulation after not using it for over a year. Recharging was not maintained due to issues with recharging. They had an adjustment and after the adjustment they had a hard time charging. The implantable neurostimulator (ins) stopped due to recharging difficulties and they stopped recharging. The patient had not charged in over a year. It was noted that the therapy was dying out and the recharger was never able to fully recharge the ins, and then stopped recharging altogether. The patient was confused on how to recharge since they had not used it in a long time. Other relevant medical history includes spinal pain and post-lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.